Event description:
It was reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed power distribution unit (pdu) fan tray malfunction. Upon troubleshooting, the fse indicated that the issue might be with the pdu fan tray. The cause of the pdu fan tray failure was not conclusively determined by the supplier's part analysis. However, replacement of pdu fan tray and dcps by the fse has resolved the issue. The fse put the covers back on and tested the system. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.